Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that yesterday she went to connect to implant to make an adjustment however programmer wouldn't connect, received an error message: system error 0x154c9955. Patient said that she restarted the handset several times and that did not resolve the issue. The circumstances that led to the reported issue were unknown. Instructed patient to restart handset and try again however the same error message came up. Patient services agent conferenced on mobility and they were going to send something to patient however patient at work and unable to use wi-fi. When asked, patient can't call before work as patient services isn't open and patient services is closed when patient finishes work. Patient services agent asked if during lunch break the patient could leave work to find a wi-fi hotspot however patient said doesn't have time. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient called back to clarify that the patient had entered the my therapy app, connected to communicator, then upon trying to connect to ins device, the patient would see this service code. Patient services conferenced mobility with wifi access and confirmed app version is up to date at 3.0, patient reviewed she uses her therapy low at night and high during the day and noticed this issue in the morning when she went to increase, so they are on low setting and does not feel stim (surges), patient services reviewed general programming. Handset sn# collected from mobility provided to repair. The patient called back stating they got the replacement handset and are getting the same error message. Patient didn't have equipment at the time of the call. Patient will call back tomorrow to troubleshoot. Additional information was received from the patient. The patient called back for troubleshooting and the issue remained unresolved. They were redirected to their healthcare provider. Additional information was received from the patient. They reported that they could not determine the cause to the error message. It worked fine at bedtime then the next morning, nothing. The patient contacted the manufacturer after receiving the new programmer and received the same error code. Their physician won't see them and referred them back to the manufacturer, the manufacturer referred them back to their physician. There will be no further actions taken. The cause to the lack of stim was undetermined. The physician will check the ins on (B)(6). Additional information was received from the patient. They reported that the cause of the error message was not determined. They noted no one knew, it turned off in their sleep and the next morning the controller did not work. They spoke with tech support and their doctor and the issue had since been resolved. They said the cause of the lack of stimulation was the device turning itself off, they didn't know why the controller stopped working. They reported the issue had been resolved by the rep reprogramming the controller.